Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (5 mg/ml, 0.300 mg/day) via an implantable pump for spinal pain and non-malignant pain. The patient experienced diminished pain relief. The hcp reported that the catheter sheared at the site of entry into the spine. The patient had a cerebrospinal fluid (csf) leak into the back and the pocket causing swelling. There were no known environmental, external or patient factors that may have led or contributed to the issue. A catheter study was done in the hcps office that showed a leak from the catheter. The catheter was replaced on (B)(6) 2018. The pump was also replaced. There were no suspected faults with the pump but, it had 26 months until early replacement indicator (eri) so it was replaced to prevent the need for another surgery in a short period of time. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-13, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). The patient's diminished pain began (B)(6) 2017 and the swelling began "about the same date". The catheter study was performed on (B)(6) 2018. The cause of the torn catheter was unknown as there was no significant trauma noted and no definite cause seen during surgery.

Manufacturer narrative:
Analysis was performed on the pump (sn; (B)(4) and found no anomalies. Due to imdrf harmonization, the catheter method code has been updated. The results code has been updated. The conclusion codes has been updated. If information is provided in the future, a supplemental report will be issued.